Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an amplatzer amulet was selected for implant. While attempting a transeptal puncture, the patient developed a pericardial effusion. The physician suspects either the abbott brk1 xs transeptal needle or the balance middleweight (bmw) guide wire used. The pericardial effusion was drained several times during the procedure and the patient was stabilized. The transeptal puncture was attempted again successfully and the amulet device was successfully deployed and implanted. It was observed that a clot formed in the left atrial appendage during closure and was trapped beneath the amulet. The patient was transferred to the intensive care unit for monitoring. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. The reported patient effects of perforation and embolism are listed in instructions for use as a known patient effect(s) of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.